Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced discomfort leading to device on-use. Subsequently, the magnet was electively removed under general anesthesia on (B)(6) 2017. Following removal a cover screw was placed.